Event description:
This rv lead was implanted on (B)(6) 2011 and remains implanted at this time. A red alert detected on (B)(6) 2013 states that there has been a right ventricular pacing lead impedance detected. No other information is provided. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).